Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, two providers had charged the medications to the patients, but the items still appeared under my items and showed that the patients still owed the medications the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a syncing issue that prevented multiple transactions from uploading to the server. A technical support specialist (tss) performed a manual recovery and confirmed that the inventory was accurate when comparing the server and the station results. After the error was corrected, all pending transactions successfully uploaded to the server and normal functionality was restored. The system functioned as intended after the technical support specialist and customer troubleshot the device.